Event description:
Patient developed pain and blurry vision 4th post op day following cataract extraction with intraocular lens implant. She had increased intraocular pressure and corneal edema. The lens implant was rotated inferiorly, but capsular bag was not compromised. The increased pressure was treated with eye drops. She followed up the next day at which time, there was some clearing of the cornea and a three mirror gonioscopy lens implant was placed on to the cornea and a truncated haptic was noted in the anterior chamber angle. At this time, the surgeon opted to return pt to operating room for explantation of the affected lens and replacement of the lens implant into the capsular bag again. Pt returned to operating room on the 6th post op day.